Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have thermal damage at the tip. The instrument passed electric continuity. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy and began arcing almost immediately on several attempts.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy malignant surgical procedure, 8mm monopolar curved scissors instrument scissor tip did not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no, thermal damage was observed. No arcing was observed. No patient injury adverse event was observed.